Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). The surgeon reported that the pt was having tia's. An echo was performed on the inflow valve, and audio recordings with current waveforms were sent to the MFR for analysis. The MFR reviewed the audio and current waveforms and determined that there may be inflow valve incompetence present. The MFR contacted the surgeon and discussed the findings. The surgeon reported that they had done an echo on the inlet valve and saw retrograde flow. The surgeon also stated that the pt had an infection and he was concerned that it may have seated in the valve producing vegetative growth. The pt was having tia's and was concerned that the valve insufficiency may get much worse or that the pt may embolize a portion of the vegetative growth if it is present. It was recommended to exchange the pump to avoid these complications. Two days later the pt had a pump exchange. The pt remains stable on lvad support while awaiting a heart transplant.